Event description:
It was reported that low impedance was noted on the atrial lead during implant. The lead helix would not retract and was no longer used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.